Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress during user handling resulting in dirt entering from the damaged part and remaining in the lg lens. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. If handled according to the IFU below, the user may be able to reduce/prevent the occurrence of this event. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the suction amount was out of standards due to damage on the channel tube, liquid leaked due to perforation of the channel tube and deformation of the forceps lever, the screen was creased due to damage on the charged coupled device unit, the light guide lens was broken and polluted, the bending section cover adhesive was broken, the connecting tube was crumpled, the connecting tube protector was creased, the universal cord was crumpled, the scope cover, air/water cylinder, and suction cylinder was deformed, and there was corrosion at the control part, grip part, scope connector, cope ID and electrical connector due to leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that switch #1 of the evis lucera duodenovideoscope did not work. The issue occurred when preparing the scope for use during a diagnostic procedure. The procedure was completed with a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material inside of the light guide lens. The report is being submitted due to foreign material in the lens found during evaluation.